Manufacturer narrative:
G1: device manufacturer address 1 - nothern region industrial estate g1: device manufacturer address 2 - 60/29 moo 4, tambol banklang, a.muang should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump stopped infusion without warning during propofol infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A functional fluid delivery test was performed with no issues noted. Additional calibration and final release testing were performed with no issues noted. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.